Event description:
It was reported that during installation cardiosave intra-aortic balloon pump (iabp) machine not switching on. No patient involved. No harm.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.